Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 3 and 4 had a failure. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the storage space 3 and 4 not detected on bus. A field service engineer (fse) replaced drawer controller on both drawers. Then, the fse escalated call to technical support service (tss), so the tss scheduled time with pharmacy to configure drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.